Manufacturer narrative:
The device is currently being evaluated; smiths medical will file a follow-up report detailing the results of the evaluation once it is completed. Device evaluation in progress.

Event description:
It was reported that a medfusion® 3500 syringe pump had a clutch error. No patient injury was reported.

Manufacturer narrative:
One medfusion® 3500 syringe pump was returned for investigation. Visual inspection of the returned device found the device to be poor condition; the top case was chipped and cracked. A review of the device event history log found that a check clutch error had occurred. Further review of the device history found that clutch had been released during an infusion. During functional flow and occlusion tests, the check clutch error could not be duplicated. A plunger not in place error occurred during testing. Investigation determined that the root cause of the check clutch error was due to the improper release of the clutch during product use. As a preventative measure, the device mainboard was replaced. Additionally it was found that the device had a low profile supercap. The plunger board was replaced for the plunger not in place error that occurred during testing. After device repair and recalibration, the device was found to pass all delivery, accuracy and functional tests.